Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 19. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.